Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. The customer stated when she removed the protective cover from the pen needles about 10 of them were bent, and as a result of the needles being bent, they do not dispense the correct amount of insulin. Per the customer the package was not open or damaged when received. The customer has been using the product for 10 days. The customer is using compatible product and the pen needle is aligned properly. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.